Event description:
During a breast biopsy as the user was attempting to take samples they received an error code (no code noted). They changed probes then received the l3-001 error code. They checked the cables and the connections and continued to receive an error code. The physician decided to abort the case with no specimen taken. The patient was sent home and rescheduled for excisional breast biopsy.